Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The initial complaint was reviewed and found not reportable. Voided ip and pc as a duplicate of (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a spinal decompression and lumbar posterior fusion from l4 through s1 and was implanted with a concorde lift expandable interbody device at l5-s1. On (B)(6) 2019, the patient underwent a second procedure of the anterior lumbar interbody fusion l5-s1 with explantation of the hardware due to device failure, migration and has collapsed compressing the traversing s1 nerve which caused radiculitis and leg pain. Patient outcome and status are unknown. This report is for one (1) concorde lift expandable interbody device convex cage 9x21 mm. This is report 1 of 1 for (B)(4).